Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2007. Subsequently, patient reported a staph infection of the hip in 2007 and was treated with medication. The patient further reports pain and immobility since 2011. Patient alleges that an MRI performed in (B)(6) 2015 indicated a partial muscle tear in the gluteus and tendonitis. Patient alleged that a surgeon indicated signs of metallosis are present in hip; however, patient sought a second opinion and that surgeon indicated no signs are present. Patient reports that a revision has allegedly been recommended; however, no revision surgery has been reported to date.